Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during procedure, the left ventricular (lv) lead had dislodged a bit when the physician got the catheter out. This lv lead remains in service. No adverse patient effects were reported.